Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height drawers 2.1 and 2.2 were not detected on the bus. Upon checking both center control boards with a multimeter, it was determined that the t-board needed replacement. After replacing the t-board and configuring it in space configuration, both drawers became responsive. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was not detected on bus. The customer stated that the user was able to retrieve medication from the pharmacy, and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.